Manufacturer narrative:
Qn# (B)(6). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states that the "patient brought into the operating theatre. The anesthetist intubated the patient and inflated the cuff. When the ventilator was connected, there was a leak and no air volume. The anesthetist decided to ventilate the patient manually using the bavu. Once again, the sound of a leak was heard. Guide wire was positioned to change catheter. It was observed that the cuff was torn. The device was replaced with success using a device from another brand. There was no clinical consequences for the patient because the change of device reference for the intubation tube was well performed by clinical team." The patient status is reported as "fine".

Event description:
The report states that the "patient brought into the operating theatre. The anesthetist intubated the patient and inflated the cuff. When the ventilator was connected, there was a leak and no air volume. The anesthetist decided to ventilate the patient manually using the bavu. Once again, the sound of a leak was heard. Guide wire was positioned to change catheter. It was observed that the cuff was torn. The device was replaced with success using a device from another brand. There was no clinical consequences for the patient because the change of device reference for the intubation tube was well performed by clinical team." The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).